Manufacturer narrative:
Physician reported the area of drainage healed. The patient has red patches on her face. The patient has requested a photofacial. The physician will provide this for her. On (B)(6) 2015, the physician said the patient did not have cellulitis or present with other symptoms he would expect to see with an infection. Physician said he could not, however, rule out an infection. The device history records for the belotero could not be reviewed due to a lot number was not available.

Event description:
Physician reported he injected patient on (B)(6) 2015 with two syringes of belotero in a line from cheek, under jaw to other cheek, and a small amount to perioral rhytids and nasolabial folds. Patient received botox "to the upper third of the face" on the same day she was injected with radiesse. About 3-4 days post injection, the patient said she developed draining and redness on the left cheek near the jaw line. Based on the patient's description, the physician started patient on antibiotics. When physician saw patient 4-5 days later, patient had red raised areas that looked allergic in nature. The patient complained of itching. The patient was told to use hydrocortisone cream. When she followed up again, she still had patches of red on her face. The physician's staff spoke with patient on (B)(6) 2015 and she was still itching.